Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the 2.75 x 18 mm stent xience v caused a dissection. The dissection was treated with another 2.75 x 23 mm xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. It is not necessarily an indication of a product quality issue. In this case, there was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of placement of additional stents, or other)." A conclusive root cause for the reported patent effect, and the relationship to the device, if any, cannot be determined.